Event description:
Hosp purchased hill-rom diamond care chemetron style, medical gas outlets, in 2000. These outlets have continued to fail, the co admitted a design flaw and then sold the division to beacon. Hosp has not had a pt or employee injury but this is a major safety problem. Both suction and oxygen outlets are involved, they fail frequently. Hosp is attempting to resolve this issue with beacon.